Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2, 5.50/2.5/084 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed during same surgery due to excessive vault. Cause of the event is reported as user error. A lens replacement is planned. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- cause of the event has been changed to unknown. It has been reported that "patient does not want to have another surgery at the moment." Corrected data: h6- patient code 3191: in original MDR is not applicable. Patient code 2692: no known impact or consequence to patient. (B)(4).

Manufacturer narrative:
Device evaluation: returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn. Dimensional verification was performed, and the lens was found to be in specifications. Claim#: (B)(4).